Event description:
It was reported via repair work order that the mattress had fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to indicate that the mattress top cover, bottom cover and air bladder were sealed in decontamination bags. The technician could not further evaluate the unit.

Event description:
It was reported via repair work order that the mattress had fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.